Event description:
The ins became overdischarged for the second time. The patient had trouble remembering to charge. The ins was replaced with a non-re chargeable ins. It was confirmed that the patient was doing excellent following the ins replacement surgery.

Manufacturer narrative:
Concomitant medical products: product ID 39565, lot# unknown, product type: lead. (B)(4).